Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the 1st obtuse marginal. Approximately 8 days post index procedure, patient was admitted to the hospital presenting a high troponin. It was reported that the impression was that the raised troponin was from the patient's initial stemi.

Manufacturer narrative:
It was reported that there was no significant troponin increase and it was confirmed that there was no potential mi. The ae term has been changed has been changed to "gastritis secondary to starting dapt." If information is provided in the future, a supplemental report will be issued.